Event description:
Related MFR reports: 3006705815-2021-02534 and 3006705815-2021-02536.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR reports: 3006705815-2021-02534 and 3006705815-2021-02536. It was reported the patient's scs system was exhibiting low impedance on multiple lead contacts. Reportedly, the patient controller displayed error message "MRI is not advised, there may be a problem with the implanted leads" when attempting to set the scs system into MRI mode. Surgical intervention may be taken to address the issue.